Manufacturer narrative:
(B)(6).

Event description:
It was reported in a literature research that during a procedure, the distal loop electrode detached from the tip of the perc-dc spinewand while removing the device from the cannula after the ablation and remained in the disk space. The patient remained asymptomatic and had excellent clinical results after 29 months of follow up.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. (B)(6).